Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several rows of stent struts along the distal end of the stent that were stretched and damaged so the distal end of the stent is now located over the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The inner was buckled 2mm in length 13mm distal to the guidewire exit port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 28x2.50mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and the physician noted that the stent body area was rolled up. The procedure was completed with a different size promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 28x2.50mm promus premier stent was advanced but failed to cross the lesion. The device was removed and the physician noted that the stent body area was rolled up. The procedure was completed with a different size promus premier stent. No patient complications were reported and the patient's status was good.